Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was planned for dialysis catheter placement using hemosplit catheter. The dialysis catheter sheath tubing was allegedly found fractured. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation; two photos were provided for review. The photos show a partial view of an unsealed package in which the packaging cover over the dilator sheath was partially removed and the portion of the sheath under that was slightly deformed. The deformation was found to be noted on the sheath tube near the peel away handle. Therefore, the investigation is confirmed for the identified deformation due to compressive stress. However, the investigation is inconclusive for the reported fracture issue as no fracture was noted in the provided photo. A definitive root cause for the reported fracture and identified deformation could not be determined based upon the provided information. It is unknown whether procedural issues contributed to the reported event. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent the dialysis catheter placement using hemosplit catheter. It was reported that prior to the procedure the dialysis catheter sheath tubing was allegedly found fractured. There was no patient contact.